Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in hospital for an unrelated procedure. It was noted that some time after the procedure the patient received an inappropriate shock. Further review revealed that the right ventricular lead had dislodged in the atrium and oversensed atrial fibrillation as ventricular fibrillation resulting in the inappropriate high voltage therapy. The lead was extracted and replaced. During the extraction it was noted that there was difficulty inserting the stylet into the lead. Patient was stable and did not experience any adverse events.